Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with intermittent loss of ventricular capture due to lead noise. The amplitude of the noise was too large to program around. A lead insulation breach was suspected. Programming changes were made. The patient's lead was capped (B)(6) 2021 and replaced. No visible abnormalities were observed on the lead. The patient was stable before, during and after the procedure.